Manufacturer narrative:
Device has been received by the manufacturer. Investigation is incomplete at the time of this report. A follow-up report will be sent when completed.

Event description:
The event is reported as: the device was being used on a pt that was being ventilated, when it was noticed that crystalline flakes were expelling from the device. It was discovered upon initial use of the device on the pt. No injuries were reported.